Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: patient presented with following pre-op diagnoses: diskogenic back pain with annular tear and degenerative disk disease l4-5 and l5-s1, intervertebral disk disease. For which, patient underwent following procedures: anterior lumbar interbody fusion l4-5 and l5-s1 with insertion of spinal concepts infix cage l4-5 and l5-s1. Insertion of rhbmp-2/acs l4-5 and l5-s1. Anterior lumbar plating with synthes titanium plate and screws l4-5 and l5-s1. Arthrodesis anterior interbody technique, l4-5 and l5-s1. Anterior extraperitoneal exposure of the lumbar spinal column from the l-4 vertebral body to the sacral promontory. Per operative report, a posterior plastic shield was placed on the back edge to prevent any rhbmp-2/acs sponge to be up against the posterior longitudinal ligament. The endplates were prepared through the infix holes with the small trocar provided. At that point the rhbmp-2/acs soaked sponge with a small amount of cancellous bone was packed into the opening of infix. X-rays were obtained which revealed good placement of cage within the prepared disk space. Patient tolerated the procedure well without any intraoperative complications. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.